Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: visual inspection: the depth gauge f/lock-scr meas-range-110 f/ was received at us customer quality (cq). The tip of the depth gauge was observed to be bent. No other defects were noted with the device. Dimensional inspection: feature: needle outer diameter measured dimension: conforming document/specification review: the current and manufactured revisions of documents were reviewed as part of the investigation. No design or manufacturing discrepancies were noted. Conclusion: the complaint condition is confirmed as the device was received with a bent tip. A definitive assignable root cause cannot be determined from the provided information. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Customer quality investigation: the device was not returned. A photo-investigation was performed on the images provided. Upon inspecting the images provided, it was observed the distal tip of the needle component was bent. However, the reported condition for broken could not be confirmed from the provided images. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot, part: 03.010.072, lot: 8855795, manufacturing site: (B)(4), release to warehouse date: 26 june 2014. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during an unknown procedure, the hook at the distal end of the depth gauge was broken. There was no surgical delay. The procedure was successfully completed. There was no patient consequence. This report is for one (1) depth gauge f/lock-scr meas-range-110 f/. This is report 1 of 1 for (B)(4).